Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the user understanding differed from olympus recommendation in device handling and/or reprocessing steps. The event can be prevented by following the instructions for use which state: "air water channel cleaning adapter (mh-948) at 5.2 preparing the equipment for reprocessing - equipment needed." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus field service engineer (fse) while on-site, retrained the user facility on the proper reprocessing steps for the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported by olympus field service engineer (fse) that during a reprocessing in-service, it was recognized that the user facility was incorrectly using the evis exera iii colonovideoscope in accordance with the instructions for use. There was no report of patient harm or user injury associated with this event.